Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation; the customer's report for unable to obtain signal via pads was not verified. The device was put through extensive debug and final testing without duplicating a malfunction. Review of the log shows the device was powered on and pads applied, but the ECG view was in lead ii for approximately 5 minutes then switched to pads view when the charge button was pressed. The log shows no attempt of discharging. The customer's report for damaged shock button was observed, but the device was fully functional. Internal inspection of the device yielded no abnormal findings. The zoll representative that was onsite confirmed the shock button was operational. The front panel was replaced. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown) during a cardiac arrest, the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Complainant alleged that during functional testing the device was unable to discharge.